Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with tobramycin injection 40 milligrams per day (ip) intraperitoneally (duration not reported), ip reflin 500 milligrams daily up to the fourteenth day (route not reported) and heparin 2 milliliters for every exchange (route, unit dosage, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. On an unreported date, the patient was recovered from the event and the peritoneal effluent fluid was clear. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.